Event description:
It was reported that the patient experienced swelling, pain, and fever. Surgical intervention was undertaken on (B)(6) 2024 wherein the physician washed out the pocket and placed antibiotic powder inside. No infection was found, and the patient was reported to be stable post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.